Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found a cracked top case (front corners), cracked right plunger case. The device had a cracked top case (lower front left corner and under tube holder). The pump event history log review showed a primary audible alarm background (bgnd) test. The technician performed a power on pump, run motor drive and occlusion test and found the alarm triggered while performing the occlusion test. The technician found the root cause of the reported issue was the speaker as it was not working as intended but was unable to determine who caused the issue. The technician replaced top case, right plunger case, left plunger case, plunger head mount (dowl pin does not seat tightly), and dowl pin. The device passed all functional tests.

Event description:
It was reported that an audible alarm was observed. No patient injury was reported.